Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during set-up of the device, both monopolar and bipolar ports would activate when the footswitch was used. There was no patient involvement.

Manufacturer narrative:
One force triad generator was returned for evaluation. The visual inspection found no defects. The customer reported that when using the footswitch, the monopolar 1 and bipolar fires at the same time only and would replicate in demo mode. The reported condition was not confirmed. The investigation found a review of the generators event log found no indications that the bipolar mode was activating when the monopolar foot switch was pressed; however, numerous dual insertion entries were found in the event log. The dual insertion warnings found in the event log are not evidence enough to verify the reported condition as a dual insertion condition would prevent the generator from producing output. The event log indicates that the dual insertion warnings were produced while using a lf5544 bipolar resection hand piece. Initial testing with an lf5544 bipolar resection hand piece could not duplicate the reported condition. Additional testing of the generator in demo mode could not duplicate the reported condition. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. If information is provided in the future, a supplemental report will be issued.